Event description:
Orbital atherectomy treatment of a severely stenosed right superficial femoral artery was performed with a 2.00mm diamondback peripheral orbital atherectomy device, guided by a intravascular ultrasound catheter. Balloon angioplasty was performed and imaging revealed a embolization in the distal anterior tibial artery. A non-csi wire and catheter crossed the lesion and intraarterial nitroglycerin and heparin were administered into the embolized segment, followed by balloon angioplasty. Improved flow was observed and there was no clinical sequela.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The stealth orbital atherectomy system instructions for use warns that an embolism is a potential adverse event that may occur and/or require intervention with the use of this device. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Date of event: event took place in (B)(6) 2018, exact day is unknown. Csi ID: (B)(4).